Event description:
Nurse had three 26 gauge radiopaque IV cannula catheters start leaking where the hub goes into the cannula. The infant/baby had to be restuck.====================== health professional's impression======================all three leaked as soon as they tried to use them